Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient ipg had migrated and was placed on the spinous process causing pain. Surgical intervention was undertaken during which the ipg was replaced and relocated. The ipg was replaced at the physician's request to prevent future surgery. Stimulation was restored following the procedure and issue resolved..